Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open during a laparoscopic colon case. A new device was opened to complete the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). One used (B)(4) was received for evaluation. Visual inspection found the knife is trapped and contained within the jaws. The clear insulation was missing and was not returned. The customer reported that the jaws would not open anymore. The reported condition was confirmed. The investigation found the jaws were stuck shut due to the knife is trapped and contained within the jaws. The knife did not extend or retract when the trigger was activated. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. An additional failure was found during the investigation; the clear insulation is missing. The additional findings did not contribute to the reported condition. The sample failed hipot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage the insulation.